Event description:
On (B)(6) 1996, the patient the patient underwent placement of a greenfield vena cava filter. On (B)(6) 2018, a computed tomography (CT) scan revealed that the filter was tilted 6 degrees and contacts the ivc wall, also tilted rightward about 10 degrees. There is a strut perforation extending 4mm beyond the wall. At least 2 of the struts posteriorly are perforated and contact the anterior aspect of the l4 vertebra. The other struts project beyond the wall. No further patient complications were reported.

Event description:
On (B)(6) 1996, the patient the patient underwent placement of a greenfield vena cava filter. On (B)(6) 2018, a computed tomography (CT) scan revealed that the filter was tilted 6 degrees and contacts the ivc wall, also tilted rightward about 10 degrees. There is a strut perforation extending 4mm beyond the wall. At least 2 of the struts posteriorly are perforated and contact the anterior aspect of the l4 vertebra. The other struts project beyond the wall. No further patient complications were reported.